Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced difficult disengagement of the safety mechanism/needle during use. The following information was provided by the initial reporter: after successful puncturing according to the standard operation, it was found that the needle could not be pulled out. So the indwelling needle was replaced and repunctured again. It was found that the needle still could not be disengaged after removal.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced difficult disengagement of the safety mechanism/needle during use. The following information was provided by the initial reporter: after successful puncturing according to the standard operation, it was found that the needle could not be pulled out . So the indwelling needle was replaced and repunctured again. It was found that the needle still could not be disengaged after removal.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9145770. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.